Event description:
It was reported that the patient had blood glucose (bg) values that dropped to less than 70 mg/dl. The patient passed out. For treatment, the patient stated that they regained consciousness on their own. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.